Manufacturer narrative:
The customer performed a visual inspection of the sample and the sample was reportedly clear. The field service engineer cleaned and flushed the wash station. He adjusted the sample probe for all positions and the photomultiplier tube voltage. He performed performance testing with passing results. After service, the customer performed calibration and qc with acceptable results. No further issues were reported by the customer. The investigation reviewed the customer's calibration data and the results were within the acceptable range. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys testosterone ii assay results for one patient tested on a cobas e 601 module. Prior to patient testing, the customer confirmed qc was within the acceptable range. The patient's initial testosterone result was not reported outside the laboratory. The customer performed repeat testing with the sample on the same e 601 module due to the initial testosterone result being high. The patient's initial testosterone result was 221.1 ng/dl. The patient's repeat testosterone result was 24.3 ng/dl. The customer determined the repeat result was correct. The testosterone reagent lot number was 554464 with an expiration date requested but not provided.